Manufacturer narrative:
(B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 hematology analyzer was leaking approximately 200ml fluid from underneath the instrument onto the countertop. The customer was wearing a lab coat and gloves. There was no report of injury or exposure, and no one sought medical attention. The material safety data sheet (msds) was not reviewed, but there is an exposure control plan at the facility. No erroneous patient results were generated. The field service engineer (fse) found that the customer already fixed the leak. The leak was from tubing going to the backwash tank. The tubing came off the check valve. The customer replaced tubing and the check valve. Per the fse, the instrument was also generating diluter 2 I/o card failure errors which were not initially reported. The fse replaced diluter 2 card and cleaned reagent sensor board and connections to address this issue. The service activity performed was verified per established procedures. The results met published performance specifications.